Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma(late) is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: diagnosed with bia-alcl on contralateral side.

Event description:
Patient representative reported patient experienced ¿fluid of right breast capsules were positive for alcl" and ¿severe emotional distress, mental anguish.¿ patient representative also reported hospitalization due to ¿visible lesions on her chest and leg, significant weight loss, pneumonia and confusion¿ and patient passed away due to events on the contralateral side; these events are not related to the device. Device was explanted. This record is for the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient representative reported patient experienced ¿fluid of right breast capsules were positive for alcl" and ¿severe emotional distress, mental anguish.¿ patient representative also reported hospitalization due to ¿visible lesions on her chest and leg, significant weight loss, pneumonia and confusion¿ and patient passed away due to events on the contralateral side; these events are not related to the device. Device was explanted. This record is for the right side.